Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during a shift check, the autopulse® platform displayed a system failure message. The customer attempted to exchange the batteries and the lifebands, however the issue would not resolve. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) in complaint was returned to zoll on 07/08/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and no damages were found. A review of the platform's archive data was performed and a "system error" 132 (internal watchdog timeout) message was observed on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. The reported "system error" was also observed when the platform was powered on for functional testing. Functional testing was unable to be performed as a result of the "system error". Further inspection identified that the pca processor board was defective and needed to be replaced. A test processor pca board was installed and the platform ran for approximately 15 minutes with no faults found. After the pca processor was replaced, the platform underwent final testing with no other user advisories or warnings observed. Based on the investigation, the part identified for replacement was the pca processor board. In summary, the customer's reported complaint was confirmed during review of the platform's archive and during power up. Further inspection identified that the pca processor board was defective. After replacement of the processor pca, the platform passed all final functional testing criteria.